Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the upper abdomen, lower abdomen (bilateral) and flanks (bilateral) using cooladvantage, coolcore contour applicators on (B)(6) 2018, then to the lower abdomen (bilateral) using cooladvantage, coolcore contour applicators on (B)(6) 2018, following to the lower flank (left) using cooladvantage, coolcore contour applicators on (B)(6) 2019, who developed paradoxical hyperplasia (pah/ph) a month after treatment. Ph was described as firm with dimples and fine wrinkled texture on surface of skin. On 13(B)(6) 2020, the patient was assessed and diagnosed with paradoxical hyperplasia (pah/ph) on the left flank, right flank, upper abdomen, lower abdomen, and suprapubic pannus.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the upper abdomen, lower abdomen (bilateral) and flanks (bilateral) using cooladvantage, coolcore contour applicators on (B)(6) 2018, then to the lower abdomen (bilateral) using cooladvantage, coolcore contour applicators on (B)(6) 2018, following to the lower flank (left) using cooladvantage, coolcore contour applicators on (B)(6) 2019, who developed paradoxical hyperplasia (pah/ph) a month after treatment. Ph was described as firm with dimples and fine wrinkled texture on surface of skin. On (B)(6) 2020, the patient was assessed and diagnosed with paradoxical hyperplasia (pah/ph) on the left flank, right flank, upper abdomen, lower abdomen, and suprapubic pannus.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.